Manufacturer narrative:
The customer was provided with a replacement spectrum smart cable under warranty, and the reported smart cable was returned to verathon for further evaluation. The verathon service technician tested the unit by connecting the cable to a test monitor and manipulating the cable. Once manipulated, the service technician was able to duplicate the reported intermittent image and connect cable message. However, they were not able to duplicate the reported green lines issue. Since there are no repairs available for this device, and the customer received a replacement cable under warranty, the returned product was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image was intermittent and would show green lines. It was also stated that the device would give the "connect cable" prompt. A backup smart cable was used and there was no report of a delay in procedure. No harm to patient or user was reported.